Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The basic occlusion, occlusion, prime and excessive no delivery test could not be performed due to motor error alarm. The motor was tested outside the device and passed motor test. The basal history anomaly could not be confirmed due to several displayable history failed on startup alarms noted in the alarm history. These alarms were due to corrupted history file. The time/date was properly set up. Two units of basal rates were programmed for 24 hours and monitored for 3 days. All basal and bolus recorded properly. No basal anomaly noted. The device also had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a basal anomaly. The mother stated that when programming the basal rates, it would not go over 1 unit and the numbers would reset to zero. Blood glucose value was 140 mg/dl. It was also reported that the insulin pump alarmed motor error during prime the week before. The customer cleared the alarm and continued using the device. Troubleshooting was performed. The device was returned for analysis.